Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid to distal left anterior descending artery. After a guide wire crossed the lesion and pre-dilatation was performed with a 2.0 x 15 balloon catheter, a 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. When the device was removed, it was found that the distal stent strut was damaged. The procedure was completed with a 2.75 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid to distal left anterior descending artery. After a guide wire crossed the lesion and pre-dilatation was performed with a 2.0 x 15 balloon catheter, a 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. When the device was removed, it was found that the distal stent strut was damaged. The procedure was completed with a 2.75 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.